Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the oxygenator or its ports. Blood side pressure integrity testing was performed at 3 l/min. With 23 psig of back pressure for 10 min. During the test there was a leak observed from the side seam of the heat exchanger. Conclusion: the leak from the seam of the heat exchanger was confirmed through testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4).

Manufacturer narrative:
This supplemental report submitted to provide device history record review results. A review of the device history record revealed that the device met all manufacturing requirements prior to distribution.

Event description:
Medtronic received information indicating that during priming a leak was observed from the affinity nt hollow fiber oxygenator. The device was replaced prior to going on bypass with no adverse patient effect. The product was returned to medtronic for analysis.